Event description:
It was reported that prior to implant, while still in the package, the device was found in bvvi mode. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported bvvi was confirmed in analysis. Parity defects in memory are the cause.